Event description:
It was reported that they implanted the stem and cup in 2007. Ten week post op x-ray were good. One yr post op x-rays (2009) presented with asymptomatic proximal loosening of stem. No recollection of anything abnormal.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.